Manufacturer narrative:
Follow-up #1: date of submission 11/04/2015 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during investigation, a review of the pump¿s black box showed no pump reboots. A visual inspection of the pump showed that the battery compartment was cracked on the side near the threads. The returned battery cap had stripped threads and was unable to fully attach to the pump. The pump rebooted with the returned battery cap. A new test battery cap was able to carefully attach to the pump and was used to complete 24 hour duration testing; no pump reboots occurred. The pump cover was removed and no evidence of internal moisture or damage was found to the power circuit. Unrelated to the complaint, investigation revealed that the display was discolored. Also unrelated to the complaint, the audio bolus button cover was torn. The audio bolus button responded appropriately during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had intermittent power and the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.